Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and analysis was performed and no anomalies were found. The helix of the lead became extrinsically distorted due to pulling/stretching/overstress. Analysis of the device memory indicated the impedance trend on the right ventricular (rv) pacing lead was variable, oversensing due to non-physiologic signals/ short interval counts (sic). Visual summary analysis of the lead indicated apparent explant damage. Analyst commented, the returned full lead was thoroughly analyzed electrically and visually in an attempt to find an explanation for the anomalies described in the event. There were no anomalies observed on the returned full lead. All electrical and visual analysis testing was within specified parameters. An in-vivo insulation breach or conductor fracture was not observed during analysis. The lead was returned with the helix severely stretched. 4000 ventricular sic since last session 10 days ago; 5 non sustained tachycardia episodes with v-v intervals less than 220 milliseconds on (B)(6) 2015. Rv pace impedance steady at 415 ohms through (B)(6) 2015, begins to vary between 400 ohms and 850 ohms starting (B)(6) 2015.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited unstable pacing impedance, and many non sustained ventricular tachycardia (vt) episodes observed due to noise, and oversensing noted. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.